Event description:
The customer reported that the system was activated and indicated there was radiation, but no image was displayed on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The p0 socket on the c-arm was replaced and the connector fastener was adjusted. The system was tested and found to be working as intended and put back into service.